Event description:
It was reported to philips that the monitor was not capturing activity. The device was reported as being in use at the time of the event on a patient. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient